Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The reported event is addressed within the labeling as it state. 1. Preparation of sms prior to insertion. A. Verify the retention cuff has been completely deflated. This can be done by squeezing the cuff to ensure there is no residual air inside the device. 1) if air remains within the cuff, attach the 50 ml syringe to the green inflation port and withdraw all remaining air from the cuff. B. After the cuff has been fully deflated, fill the syringe with 45 ml of water and set aside. C. Using a permanent marker, record the catheter insertion date on the label located on the piston valve connector. 4. Insertion of device a. Unfold the length of the catheter to lay flat on the bed, extending the collection bag towards the foot of the bed. B. Attach the 50 ml syringe filled with 45 ml of water to the inflation port, but do not inflate. C. Insert the inflation cuff using a four-step process: 1) as previously stated in step 1, ¿preparation of sms prior to insertion¿, ensure the retention cuff is completely deflated. 2) holding the left point of the cuff between the thumb and index finger, fold the top right point of the cuff down and to the left in a 45degree angle, in order to create a conical shape with a leading edge for easy insertion. (Figure 4c). 3) generously coat the patient¿s anus with lubricating jelly. 4) gently insert the cuff end through the anal sphincter until the cuff is beyond the external orifice and well inside the rectal vault. A DHR could not be performed since no lot number was provided. Correction: b. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a sales representative, who is currently implementing dignishield sms002 at (B)(6) contacted me regarding an issue encountered during sampling. When the customer attempted to obtain a sample, the spout of the syringe broke the sample port. The syringe used was a 60 ml slip tip syringe. The sales rep reached out to inquire about the appropriate slip tip syringe size recommended for this procedure. However, the IFU does not specify a size. This is the first time I have received such a question, and the former product manager also confirmed that they have never encountered this inquiry before.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a sales representative, (B)(6), who is currently implementing dignishield sms002 at anmed in anderson, sc contacted me regarding an issue encountered during sampling. When the customer attempted to obtain a sample, the spout of the syringe broke the sample port. The syringe used was a 60 ml slip tip syringe. (B)(6) reached out to inquire about the appropriate slip tip syringe size recommended for this procedure. However, the IFU does not specify a size. This is the first time I have received such a question, and the former product manager also confirmed that they have never encountered this inquiry before.